Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer woke up in the morning, blood glucose (bg) levels ranged from 50-70 (mg/dl). Reportedly, glucose tablets and juice were consumed to treat bgs. On (B)(6) 2018, the customer's bg level was 51 mg/dl, and was treated with juice. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: continuous glucose monitor (cgm) data recorded a blood glucose (bg) of 40 mg/dl on (B)(6)/2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg the user delivered a 3.02 unit bolus for a bg of 281 mg/dl and the user¿s blood glucose began trending downward. The user set three temporary basal rates of 0% between 5-11am on (B)(6)//2018. Cgm data recorded a blood glucose of 54 mg/dl between 3-4am on (B)(6)/2018. Cgm alert and cgm alert 1 were annunciated. Between 12-1am the user delivered two correction for bg values above the patient¿s target. For the first bolus, the user overrode the pump calculated bolus of 0.73 units and delivered 1.0 unit. A second bolus of 0.77 units was delivered approximately 30 minutes later. The user set three temporary basal rates of 0% between 3-7am on (B)(6)/2018. It is possible the user over corrected via bolus prior to some of the recorded low bg events. In addition, the user consistently sets temporary basal rates of 0% in the morning time. It is possible the user¿s personal profile settings require adjustment